Event description:
The patient was undergoing a coil embolization procedure in the middle meningeal artery (mma) using swiftpac coils (swiftpac), a non-penumbra microcatheter, and a guidewire. During the procedure, the physician advanced a swiftpac through the microcatheter and into the target location. While repositioning the microcatheter, the swiftpac coil unintentionally detached. The physician used a wire to push the detached swiftpac into the aneurysm. The procedure was considered completed. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned swiftpac coil confirmed that the embolization coil was detached. Evaluation revealed that the pet lock was intact on the proximal end of the pusher assembly, the pull wire was inside the pusher assembly distal detachment tip and the embolization coil was detached. If the swiftpac coil is retracted against resistance during use, the pusher assembly may elongate beyond the reach of the pull wire and result in the embolization coil detaching. Based on the reported event, the root cause of the resistance could not be determined. The detached embolization coil was not returned for evaluation. Further evaluation revealed kinks on the pusher assembly and the introducer sheath was loaded backward on the pusher assembly. This damage is incidental to the reported complaint and likely occurred during packaging for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.